Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was unresponsive. A follow up was performed with the key market (km), and it was responder reported that the device was not in clinical use when the issue was observed. No patient or user harm reported. In addition, the km reported that the hospital's equipment staff replaced the touchscreen to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.